Manufacturer narrative:
The surgeon has decided to correct the residual refraction with laser vision correction.

Manufacturer narrative:
Pt weight: unk. Explant date: n/a. PMA/510(k): n/a this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vtich13.2 implantable collamer lens, +7,00/+5,00/97 diopter into the patient's right eye (od) on (B)(6) 2016. It was indicated the patient developed refractive surprise, lens remains implanted.